Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. Product was received but its pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and failed due to the powering dropping right away when plugged into the charger. A receiver boot test was performed passed. Functional tests were not performed due powering dropping right away when usb connected to download. An internal visual inspection was performed and failed due to pcba component being burnt. Pictures were taken. The receiver log was not downloaded and reviewed due powering dropping right away when usb connected to download. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).